Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during load sequence. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Reportedly a new cartridge was loaded to resolve issues. Also, an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer cleaned the speaker holes and cleared the alarm. The customer's blood glucose was 240 mg/dl.